Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a significant amount of medication was infused, despite the programming being correct. The fentanyl syringe held a total of 20 ml prior to scanning and hanging to infuse on the pump. Medication infused at a rate of 0.195 ml/hr for 2 hours prior to the dose being lowered. The larger syringe was not able to run at a rate lower than 0.195ml/hr. A new syringe was ordered in a smaller size. When the new fentanyl syringe arrived and was exchanged, the larger syringe was noted to have a remaining volume of 11ml, when it should have had around 18.6ml remaining. There was unknown patient involvement, and unknown signs or symptoms experienced.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
D9: 8/25/2025. One device was returned for analysis of complaint of for a complaint pertaining to ¿over infusion¿. No previous repair was noted for the last 12 months. Alarm history was reviewed and downloaded. During visual/functional inspection, plunger flippers were not functioning properly, and the top case had signs of damage. It appears that the customer did not set a volume limit on the program prior to infusion. No evidence of over infusion was duplicated. Probable cause of complaint was programming error. The pump was calibrated and tested, passing all performance verification testing.